Event description:
Device was prepped and when the physician was going to put the smart control into the 6f sheath, there was a point which was weak on the catheter shaft. Physician noted that the catheter had broken.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
One non-sterilepkg assy 6x040 smart vas120cm was received coiled inside a plastic bag. Unit was partially deployed. The locking pin was received but not in place. The handle was found cracked. One bent was observed at 3.2 cm from the inner diameter band. No other discrepancies were found. Functional test (deployment process) was performed and no anomalies were found. Based on the analysis of the returned device, the product malfunction code will be updated to "handle - cracked." The event is no longer considered reportable since it was the handle that cracked and not the catheter. This report is being submitted to unreport the event.